Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 50 pen ndl 32ga 4mm 100 bx 1200 ca were unable to prime during use. The following was reported by the initial reporter: "it was reported that about 50 pen needles did not release the medication during priming and that this has happened with multiple boxes in the past. This pr captures the occurrence for the lot#0196684 and the unknown lot#. Verbatim: consumer reported about 50 pen needles did not release medication during priming. Stated this has also happened with multiple boxes in the past. Stated she called us a few year ago or possibly 2-3 months back. Unable to locate consumer in snow. Lot # 0196684cat # 320144 date of event: unknown samples: yes, sending mail kit".

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 196684 medical device expiration date: 2025-07-31 device manufacture date: 2020-07-14 medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 50 pen ndl 32ga 4mm 100 bx 1200 ca were unable to prime during use. The following was reported by the initial reporter: "it was reported that about 50 pen needles did not release the medication during priming and that this has happened with multiple boxes in the past. This pr captures the occurrence for the lot#0196684 and the unknown lot#. Verbatim: consumer reported about 50 pen needles did not release medication during priming. Stated this has also happened with multiple boxes in the past. Stated she called us a few year ago or possibly 2-3 months back. Unable to locate consumer in snow. Lot # 0196684cat # 320144 date of event: unknown samples: yes, sending mail kit"